Manufacturer narrative:
Philips service replaced the converter 8e velara and tested system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no x-ray was possible due to asymmetrical kv errors on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.